Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Tested proper printer wiring and graphics converter. Reconfigured the graphics card to dual mode independently from each other. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device. It was reported that during the spins they only see a partial image on the 3d image. The site was able to proceed but the images were cutoff.